Event description:
The device was used for acute stroke revascularization, approached from right femoral artery and used in right common carotid artery. When the physician was removing the device to change a catheter for final confirmatory angiography, the sheath became separated from the hub and bleeding observed. The device was removed and another sheath (date unk) was replaced. There has been no adverse effects to the pt.

Manufacturer narrative:
Separates is not listed in the instructions for use. The device was returned in a used and damaged condition. The fitting had separated from the introducer from the introducer sheath w/o evidence of necking or elongation. The flare was of adequate size and shape and otherwise unremarkable; however, it was noted there was about 1-1/2 mm gap between the cap and adapter. Although there is no specification for this feature, a large gap may be an indication the cap was not threaded onto the adapter sufficiently to hold the flare securely. Per specifications, "confirm correct proximal fittings and that flare is caught securely in cap assembly. Sheath must not rotate. Verify coil in sheath continues into cap." Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot were assembled after the effective implementation date of (B)(4) 2010, for a change request that required add'l control measures for the hub attachment process on flexor sheaths 8.5 fr and less. Regardless, a CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.